Manufacturer narrative:
A revision surgery has been planned for a patient with a unicondylar knee implant. Review of the device history record indicated that the device was manufactured to specifications.

Event description:
A revision surgery has been planned for a patient with a unicondylar knee implant.